Event description:
It was reported that in (B)(6) 2020, a 29mm epic valve was selected for implant. On (B)(6) 2025, the patient presented with pleural effusion, heart failure, and severe mitral regurgitation. Echocardiography was performed and revealed that there was a tear in one of the valve leaflets. The device was removed and replaced with a 25mm non-abbott valve to resolve the event. The patient is currently recovering.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to pleural effusion, heart failure, severe mitral regurgitation and cusp tear 5 years post-implant was reported. The device was returned to abbott for investigation. The investigation found irregular 6 mm tear in the base of the cusp 1. Cusp 2 had thinning and loss of collagen fibers throughout the section. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The cause of the reported events appears to be related to a number of factors, involving a combination of structural and mechanical factors. A tear in one cusp was associated with localized calcification and thinning at the base, while all three cusps showed extensive calcification that restricted mobility and distorted their architecture. The cusp tear is likely the result of long-term mechanical fatigue, exacerbated by the combined effects of calcification, tissue thinning, and stress concentration. However, the underlying causes of the calcification formation could not be conclusively determined. The cause of yeast forms were limited to the cusp surface and do not have associated tissue reaction or inflammation. This was consistent with post-removal/storage contamination. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.